Manufacturer narrative:
(B)(6). (510k): this report is for unknown quantity of unknown locking bolt. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6) patient code (B)(4) is used as the patient reported that the leg had been considerably extended after the surgery with increasing stress pain and delayed bone healing due to pseudoarthrosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted on (B)(6) 2016 with proximal femoral nail antirotation (pfna). The leg had been considerably extended after the surgery and there was indication of increasing stress pain since mid-december and delayed bone healing due to pseudoarthrosis. On (B)(6) 2017 the patient fell from a ladder on the hip joint and was hospitalized on (B)(6) 2017. X-ray taken on an unknown date revealed that the patient had intramedullary nail broken at the femoral neck bolt with leg shortening to one (1) cm with renewed pertrochanteric thigh fracture. Current operation: extension of the nail and supply with a total hip replacement. This report addresses the postoperative extended leg with increasing pain and pseudoarthrosis. The postoperative issue concerning breakage of pfna-nail has been captured under linked complaint (B)(4). This report is for unknown quantity of unknown locking bolt. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Upon further review of the source documents, this part record was created in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.